Manufacturer narrative:
Integra has completed their internal investigation on june 17, 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: evaluation of returned device; there are two marks on the fixed cup. However, the forceps passed the functional scratching test. Moreover, clamping function with silicone tube is compliant with the manufacturing specifications. DHR review; no nonconformity for this lot related to this issue. Complaints history; no complaint for this lot. Conclusion: the marks are probably due to an unsuitable material cutting or impact during reprocessing or use.

Event description:
It was reported that during an ethmoidectomy, the forceps jaws did not clamp the tissues. The product was in contact with the patient however, no patient injured. The event led to 30 minutes surgical delay. Additional information received on june 17, 2016: according to the customer, 30 minutes surgical delay is a significant increase in relation to surgery time and additional anesthesia was required.